Manufacturer narrative:
Testing was performed on retained kit lot 093018 with the following internal whole blood control samples: (B)(6). The kit performed as expected. Additionally, qc data and batch records for lot 093018 were reviewed. Release testing was valid and the lot was found to be performing as expected. The customer informed alere (B)(4) that they had been over-interpreting (B)(6) strips. A review of the complaints reported (B)(6) or unconfirmed (B)(6) related to lot number 093018 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. In house testing was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
Customer reported a (B)(6) ag result on a serum sample tested with the alere determine hiv 1/2 ag/ab combo. Two tests were performed for this patient, and both were interpreted as (B)(6); however, the customer provided information that the interpretation of the result as (B)(6) was a technician reading error. (B)(6) medical reference lab (B)(6) rna pcr quant: undetected. The patient was a (B)(6) pregnant female. There is insufficient information to determine if a malfunction occurred. Treatment and patient outcome were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).